Event description:
It was reported that the patient's restoreprime was replaced with a restoresensor as the neurostimulator was at elective-replacement -indicator. Stimulation with the sensor was never the same as it was with the prime, and the programming settings from the prime could not be used in the same way with the sensor. Stimulator was unacceptable for the patient, who experienced "shock waves" without a daptivestim and an electric shock one night with adaptivestim. After three weeks of implant duration, surgical intervention was performed to use an external neurostimulator to test whether the patient would have sufficient stimulation with settings equal to the settings of the initial prime. Testing confirmed that this stimulation was good, and the sensor was explanted and replaced with a prime used with the same programming as before. It was reported that there was no patient injury.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.